Manufacturer narrative:
The device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Tructural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including mvr, htn, diabetes, anemia, cva, and hld.

Event description:
It was reported, that patient with a 31mm 7300tfx mitral valve, underwent a valve-in-valve procedure. After implant duration of five (5) years, five (5) months, due to degeneration and regurgitation. The patient presented with heart failure. The procedure was performed with a 29mm 9600tfx valve. The patient was transferred to the recovery room and was discharged on pod #1 in stable condition.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with a 31mm 7300tfx mitral valve, underwent a valve-in-valve procedure after implant duration of five (5) years, five (5) months due to unknown reason. The procedure was performed with a 29mm 9600tfx valve.